Event description:
Boston scientific received information that this right atrial (ra) lead displayed a decrease in sensing and an increase in threshold measurements. A fluroscopy was performed, which revealed ra lead dislodgement. The decision was made to implant an active fixation ra lead instead. There were no allegations against this ra lead, and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegation of lead dislodgement was not confirmed through analysis.